Manufacturer narrative:
Correction: the leads remain implanted and providing effective therapy, therefore this device is no longer reportable.

Event description:
Further follow-up indicates that only the ipg was explanted and replaced. The ipg was explanted due to pain at the ipg site and upgrade to newer technology. The leads remain implanted and providing effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2020-01887, 1627487-2020-01938. It was reported that the patient's system was explanted due to "not working". Further information is currently not available.